Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. The customer was treated with insulin pump for high blood glucose level. The customer was reported that the 2 sensors were lost when removing the tape and the sensor came off. The customer was declined to troubleshoot for further. The insulin pump will not be returned for analysis.